Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of no external power alarms was able to be confirmed via review of the log files. The device history records for the mpu were unable to be reviewed due to the serial number of the mpu being unknown. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-06513. It was reported that the patient had no external power alarms. The patient and caregiver reported a green light was illuminated. Upon interrogation of the left ventricular assist device (lvad) the only alarm was a low voltage and no external power at 02:00. Patient has a portion of the driveline above the modular cable taped and stated that there were wires exposed underneath. The log file review captured a no external power event on (B)(6) 2021 at 2:06 while connected to the mobile power unit (mpu). It appeared that there was a total loss of power to the mpu that enabled the backup battery in the controller until the power was restored to the mpu. The event lasted 4 seconds with no interruption to pump support. There was no indication of any issue with the driveline in the log file.